Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk. The insulin pump was received with minor scratched display window. The insulin pump was received cracked case at display window corner. The insulin pump was received with cracked battery tube threads. The insulin pump was received with cracked reservoir tube lip. The insulin pump was received with cracked lcd window.

Event description:
The customer reported via phone call that the drive support cap was missing. The customer's blood glucose was unknown at the time of incident. The customer stated that the drive support popped out during a rewind. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.